Event description:
Exchange of implantable cardiovertor defibrillator lead. Aicd implanted about a year ago & subsequently experienced several implantable cardiovertor defibrillator discharges. It was determined that discharges were due to oversensing. Lead fracture due to clavicle crush. Head replaced. No identified device failure.